Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the center of the yellow luer cap broke off in the right-side port of the manifold. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 25, 2024. G3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307) the affected sample was not returned for evaluation; however, a picture was provided that confirmed one of the yellow non vented caps, on the manifold, was broken off. A representative retention sample was inspected for damage with no anomalies noted on the device specifically with the manifold. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.